Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many procedures/patients were affected by this issue? 4 procedures. Please provide the following information for each involved patient/procedure: how many devices demonstrated the alleged deficiency on each involved patient event? 4 stratafix were affected total (1 in each case/patient). When did the alleged deficiency occur (removal fr-om package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During passing through tissue. Were there any patient consequences? No. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Shipping tracking#: (B)(4); confirmation#: (B)(4). Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Materials management.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and barbed suture was used. During the procedure, it was reported by the sales rep that as the orthopedic surgeon was closing in his total joint cases, "the needles has been popping off the suture all day." The materials coordinator shared, "this has resulted in the circulator needing to open free needles for him to proceed closing." There was no patient consequence reported. The device was returning. No adverse patient consequences were reported. Additional information was requested.